Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive results of four patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. Three patient samples showed the false positive result on (B)(6) 2020 and one sample on (B)(6) 2020. Because of the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer retested manually in gel and tube and received the correct blood group o. The customer did not see any false positive reaction with anti-b in the manual tests. The customer did neither return the supposedly defective product for investigational testing nor the patient samples that had caused false positive test results. Therefore our quality control laboratory tested their retention sample with different controls and donor samples on ih-1000. All positive and negative results were correct. We did not observe any false positive reaction. The outcome of the investigation of the instrument resulted in a "wash tower rinse error". Furthermore a dirty right side probe was observed. After the instrument´s left and right probes were replaced, the issue could be solved. Testing by our quality control laboratory confirmed that the allegedly defective lot of ih-card abo/d(dvi-)+rev.a1, b function correctly. The issue of the false positive results could be solved by a repair of the instrument. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.